Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that while attempting to perform a synchronized cardioversion procedure on a patient, the device did not deliver a shock. The biomed stated the shock button is working intermittently. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were available from the customer.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  Physio replaced the user interface pcb and main keypad assemblies and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. The removed parts were sent to the failure analysis center for additional evaluation; however, there was no conclusive cause of the reported issue determined.